Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: appears to be intact on the photos. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device. Observed appears to be biological tissue next to the device. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Device has been explanted.

Event description:
Patient reported right side "what the shell and filling were made out of, I am in a lot of worry". Patient's father additionally reported right side "leaking, 50% deflated", "lumps", "recalled implants, concerned about the possibility of poisoning from leaking silicone", and "personality and mental state deteriorated and changed, paranoid and acting strange, severely distressed" (non device related). The device remains implanted.

Event description:
Patient reported right side "what the shell and filling were made out of, I am in a lot of worry". Patient's father additionally reported right side "leaking, 50% deflated", "lumps", "recalled implants, concerned about the possibility of poisoning from leaking silicone", and "personality and mental state deteriorated and changed, paranoid and acting strange, severely distressed" (non device related). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety/recall.

Event description:
Patient reported right side ¿silicone laden lymph nodes in the right axilla¿.